Event description:
It was reported that the patient experienced a sudden loss of stimulation sensation that occurred with both of her implantable neuro stimulators (ins's). No known accident or incident was related to this complaint. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-06736.

Event description:
Additional information received indicated that the patient had no further concerns. The patient received assistance from a manufacturer representative. The patient received 2 new pieces, and it was working correctly since then.

Manufacturer narrative:
Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37743, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, explanted: product type: extension. (B)(4).